Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade. Intervention is unknown. During a pvi procedure the ablation catheter was moving in a weird way according to the physician and the force vector was not accurate. A new ablation catheter was taken. Afterwards a tamponade was seen. From carto replay, it seems like this happened after wrong catheter handling. The customer's reported force vector issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. However, the event description reported "cardiac tamponade", which indicates the issue was life threatening and thus is assessed as MDR reportable despite not knowing what (if) any intervention was provided to the patient.

Manufacturer narrative:
On 5-aug-2024, additional information was received indicating the "wrong catheter handling" was referring to the catheter that was replaced and causing force vector errors. The physician's opinion on the cause of the adverse event is procedure. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The intervention provided was aspiration of the blood through syringe. Patient fully recovered however required prolonged hospitalization for observation to see that no more blood would go to the pericardium. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31265562l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).